Event description:
The customer reported that during the procedure, all clamps were closed (checked) prior to venipuncture. After venipuncture, the first bleed line clamp (white) was opened, then the second sample pouch line clamp was opened. The sample bag rapidly filled with air not allowing any blood into the sample pouch. The needle was removed from the donor and the other arm was used. There was no harm to the donor, he has donated since this event. The weight of the pt is unavailable at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to operator error that would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. The run data file (rdf) for the procedure was analyzed. The rdf shows that there was an `evacuation pressure alert' during the "evacuatebags" substate. Shortly after collecting the sample, the operator selected to end the procedure. The `evacuation pressure alert' occurs if the access pressure sensor (aps) has exceeded 40 mmhg or has increased by more than 25 mmhg during the "evacuatebags" substate. In this instance, the aps pressure increased from -11.8 mmhg to 16.3 mmhg, a change of 28.1 mmhg indicating that the donor line clamp may be closed. This likely caused the sample bag to inflate. Root cause: based on the evaluation of the returned portion of the set and the rdf analysis, the donor line clamp was likely closed during the air evacuation portion of the procedure. This allowed the sample bag to inflate with air. The trima accel system functioned as intended by displaying the evacuation pressure alert during the procedure.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also to provide corrected information. The disposable kit was evaluated on (B)(4) 2012. The sample bag was inflated. No manufacturing defects were found for the bag or the 2 way y. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: it is possible the customer did not close the blue clamp prior to opening the white sample bag clamp. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.